Manufacturer narrative:
The lens was returned positioned incorrectly (posterior surface up) in the lens case. Solution was dried on the lens. The optic was tilted in the well area and over two posts of the lens case. One haptic was torn (still attached) in the haptic/optic junction on a post of the lens case. The optic edge was also torn and broken over a second post of the lens case. The posterior optic surface was cracked between the center and the edge. This linear optic damage may have been interpreted as the reported complaint of scratch. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Upon return, the lens was observed to be improperly re-cased by the customer that resulted in optic edge and haptic damage. A qualified cartridge and viscoelastic were used with an unspecified model of company specific handpiece. This lens model was qualified for use with a company specific handpiece. Without the model of handpiece, it is not possible to determine if a qualified handpiece was used. The reported complaint was "issue with loading the lens and worried it might be scratched". The specific issue with loading the lens was not provided. The optic posterior surface was cracked. This linear optic damage may have been interpreted as the reported complaint of scratch. Based on our observation it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The damage was similar in appearance to handling related damage. Damage to the posterior optic surface may have occurred from a mispositioned handpiece plunger. The IFU (instructions for use) instruct: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. It is unknown if a qualified handpiece was used. The IFU instruct company specific foldable iols (intraocular lens (are qualified for use with a company specific qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company specific qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company specific iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed issue while loading the lens and worried it might be scratched. The procedure was completed on same day using same model and diopter company lens. There were no patient contact and no reported patient harm. Additional information was requested and no new information received.